Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the clinic for a routine follow up. Erosion and infection was noted at the pacemaker site. The patient was hospitalized and placed on antibiotics. The pocket was reopened, irrigated and the pacemaker was placed sub-muscularly. The patient was stable throughout the procedure.